Event description:
Customer reported the extension tubing came out of the luer lock port. No patient harm reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of leakage at the luer lock port was not confirmed. Visual inspection of the set noted no damage or anomalies. Functional and pressure testing was performed and no leaking occurred from the luer lock or elsewhere along the set. A root cause could not be determined.